Event description:
During an elbow mpe, it was reported surgeon was inserting two locking screws and they would not lock to the plate. Surgeon removed a locking screw, tried another screw (unk part number) and it did not lock to the plate. Two screws remain implanted and are not locked to the plate. This is 1 of 4 reports for this event.

Manufacturer narrative:
The initial MDR, MFR# 2520274-2012-01209, was filed in error. The event is non-reportable.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Concomitant device reported in error; no concomitant device.

Event description:
This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Manufacturer narrative:
Device used for treatment and not diagnosis.